Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens technical application specialist (tas) reviewed the instrument data and discovered that on the day of the event ((B)(6) 2016), the customer replaced the integrated multi-sensor technology sensor (imt) and performed the diluent check, which failed. The customer stated that there was a drop in quality controls (qc) results after the imt sensor was replaced. On (B)(6) 2016, the customer changed the imt sensor and ran diluent check. Then mean value for diluent check resulted lower than previous. The customer corrected the bias and reran the diluent check, which passed. The customer reran qc and sent the results for seven days to tas, which were within expected range. On (B)(6) 2016, the customer changed the imt sensor and ran qc, which were within range. The cause of the discordant, falsely depressed na result on one patient sample is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.